Event description:
It was reported that the patient had a loss of therapeutic effect. The patient could feel stimulation down their legs, but no longer felt stimulation up in back. The event or symptoms occurred following a fall. The patient had fallen 4 times in the past month and noticed a change in therapy after the first fall. The patient¿s most recent fall was saturday prior to report. The patient had an appointment on (B)(6) 2015.

Event description:
Additional information received reported that the patient received assistance from her doctor or manufacturing representative (rep) in march, and her concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n364692, implanted: (B)(6) 2013, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).